Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient contact reported receiving an air detected in cassette multiple times during treatment, despite pressing the stop and ok buttons. The treatment was cancelled and it this point, a fluid leak was noted. The patient contact noted no bubbles, tears or cracks, however there was fluid inside of the cassette door. Upon follow up with the patient's nurse, it was stated that there was no patient adverse event or medical intervention as the result of the fluid leak. The patient has since received a new cycler and is completing treatments successfully.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.